Event description:
Customer called to report that when the reservoir was low, pump did not give patient an alert alarm. Troubleshooting was performed. The audible alarm could not be heard nor did it vibrate. Pump was not dropped, bumped, or exposed to moisture.